Manufacturer narrative:
(B)(4): rebooting was observed in the black box; no alarms related to the complaint were found in the alarm history. No damage was found to the battery compartment. The battery cap was not returned with the pump for investigation. A test cap was inserted and the pump booted normally. The pump was exercised for 24 hours without issues. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display screen was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter indicated that the battery cap was loose and would not secure tightly to the pump however; the yellow o-ring was not visible when the cap was installed on the pump. The reporter also stated that there was no physical damage to the battery cap or battery compartment.